Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. Towards the end of the eight minute ablation therapy cycle, with a few minutes left, there was a sudden loss of pressure noted. Twenty five milliliters of fluid were inserted and, twenty milliliters were extracted with about five milliliters lost. The surgeon noted a pinhole in the balloon after removing the balloon from the pt, and attempting to re-prime the same balloon. The surgeon repeated the procedure with a second device, so that the pt received a total of eight minutes of therapy with no thermal injury or other adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.